Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Corrective action has been initiated for the reported issue. This report is number 2 of 2 mdrs filed for the same patient (reference 3006946279-2017-00042 / 00043).

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient injury and no significant delay in a procedure as a result of the event.

Manufacturer narrative:
(B)(4). Product was returned for analysis and the reported event was confirmed. Photographic and visual inspection shows that the inner pouch, provided by a supplier, is not fully sealed. The outer pouch, manufactured by biomet, is sealed and intact. DHR was reviewed and no discrepancies were found. Investigation concluded that the root cause of the event is a deficiency in the supplier¿s manufacturing process, which has been the subject of corrective action. No further action is required.